Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). H3 other text : device not returned.

Event description:
The customer reported that the unit powers off even after battery replacement. There was no patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. The device was able to power on and off via battery and ac power and remained on during testing. The battery voltage levels were within acceptable limits. The device was determined to be functioning as designed. E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported that the "unit powers off even after battery replacement". There was no patient impact or consequence reported.